Event description:
It was reported that this pacemaker exhibited high frequency noise on the right atrial (ra) channel. Asystole greater than two seconds was noted, indicative of oversensing present. The device remains in service. No adverse patient effects were reported.